Event description:
Boston scientific received information that this right atrial lead exhibited low amplitude or poor morphology while the right ventricular lead was found to be dislodged. Both leads were repositioned with good pacing and sensing thresholds. The atrial lead is in the ventricle while the ventricular lead is in the atrium. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Boston scientific received information that this right atrial lead exhibited low amplitude or poor morphology while the right ventricular lead was found to be dislodged. Both leads were repositioned with good pacing and sensing thresholds. The atrial lead is in the ventricle while the ventricular lead is in the atrium. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.